Event description:
Related manufacturer reference number: 2017865-2022-09521; related manufacturer reference number: 2017865-2022-09522; related manufacturer reference number: 2017865-2022-09628. It was reported that three right atrial (ra) leads exhibited low pacing impedance, and a fourth ra lead was dislodged. The four ra leads were explanted and replaced by one ra lead. The patient was stable.

Manufacturer narrative:
Correction: b5additional information: b6

Event description:
Related manufacturer reference number: 2017865-2022-09521 related manufacturer reference number: 2017865-2022-09522 related manufacturer reference number: 2017865-2022-09628 it was reported that, upon x-ray and fluoroscopy, it was observed that the right atrial (ra) lead was dislodged. Upon attempted revision of the ra lead, three new ra leads were attempted to be implanted in succession, but all three exhibited insulation damage and a failure to sense. It was also observed that two of the three new ra leads exhibited a failure to extend their helix. All three new ra leads were not used. A fourth and final ra lead was implanted successfully. The patient was stable.